Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent olif (oblique lateral interbody fusion) at l4/5 due to unknown reason. Intra-op, threaded shaft of the inserter broke. No fragments of reported product were left inside the patient and no patient complications were reported due to this event.